Event description:
The customer reported that while preparing the subject device for an unspecified procedure, the front panel was blinking. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (front panel blinking) was not confirmed. Service found the device was not displaying an image with olympus 190-series scopes due to a faulty scope connector socket. The rear connector, the insulation cover, the front panel, and the chassis were corroded, the socket was rusty and there was dust inside the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. It has been over 7 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. ¿front panel blinking¿ was not reproduced at the repair department. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.